Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation the device was visually inspected and no defect was found. The receiver will boot and charge. The download log showed multiple screen out of range alarm in the log. Also, found 7 hours gaps in the diagnostic chart. The receiver passed all relevant testing. Performed pairing test and passed. Open receiver case for internal visual inspection and passed. The reported event of loss of connection was confirmed. A root cause could not be determined.